Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was not using the specified tandem charging cable or wall adapter and had not attempted to charge the pump by leaving the wall adapter plugged into a working outlet for at least 30 minutes. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.